Manufacturer narrative:
Block b3: exact date unknown, event occurred a week after the implant procedure.

Event description:
It was reported that the patient was not getting desired stimulation in hips and buttocks. The patient underwent a revision procedure wherein the ipg was replaced, and a paddle lead was added. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned.